Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted induced alterations to the outer insulation of the electrode, which was suspected to have been induced during surgery. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted due to a change in the patient's condition. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted due to a change in the patient's condition. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.